Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal thoracic artery using pod packing coils (pod pcs), non-penumbra coils, a non-penumbra microcatheter, and a non-penumbra catheter. During the procedure, two pod pcs and five other coils were implanted in the target vessel. Upon advancement of the next pod pc into the hub, the physician encountered resistance and was unable to advance the coil further after several attempts. Therefore, the pod pc was removed. The procedure was completed using three pod pcs, the same microcatheter, and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc revealed an undamaged and functional device. During functional testing, the pod pc was able to advance through a demonstration lantern without issue. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.